Manufacturer narrative:
After receiving the email, we attached great importance to it and immediately organized relevant departments such as production, quality inspection, equipment, and technology to conduct investigations and analyses. We reviewed the raw material inspection records of the protective frame, injection molding records, simulated tests, equipment operation records, all of which showed no abnormalities. Additionally, risk management reports were identified, and we will proceed to update the instruction manual, add inspection items in the inspection procedures, and provide training to relevant personnel.

Event description:
The needle cover would not fully cover the tip of the needle.